Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from faulty tubing from port #8 on the bsv; tubing from port 8 on the bsv to quick disconnect (qd4-2) was replaced resolving the leak. Port # 8 on the bsv goes from the backwash manifold to clean the aspirator tip. Upon recur, the failure mode identified could impact cbc/differential and reticulocyte parameters due to sample carryover if the sample is analyzed in manual (secondary) mode. (B)(4).

Event description:
A customer reported a bloody fluid leak of more than 100 ml of fluid under the manual probe of the lh750 instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with the reported event.